Event description:
It was reported that the patient died due to cardiopulmonary arrest. No further information was provided.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The device was returned for evaluation. Device was returned more than seven years after patient expired. The device was received with battery voltage above eri level. Visual inspection of the header did not find any anomaly. Electrical and mechanical analysis performed indicated normal functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly.